Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received multiple no delivery alarms. Customer disconnected the insulin pump for a couple of days due to the no delivery alarms. Alarms had happen at random times. It was stated that the alarm was resolved by a complete set change. Blood glucose value is unknown. Nothing further reported.